Event description:
It was reported that the patient was hospitalized due to excruciating pain. It was unknown if pain was device related.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.